Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient was getting out of truck and fell, which led to revision for pain and instability. Head and liner replaced with mdm head and mdm liner.

Manufacturer narrative:
An event regarding instability involving a trident liner was reported. The event was not confirmed. Visual inspection: the returned trident liner showed damage to the rim and outer surface areas. This was consistent with explantation damage. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
Patient was getting out of truck and fell, which led to revision for pain and instability. Head and liner replaced with mdm head and mdm liner.